Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. It cannot be definitively confirmed if device or use error caused or contributed to the event. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion, which can lead to under infusions, for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused phenylephrine during medication treatment at the 'bigelow 6' pediatric intensive care unit (picu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.